Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor had no cannula. Customer's blood glucose reading was 200 mg/dl. Replacement product is being sent.